Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow up in clinic no capture was observed on the left ventricular lead. The physician had suspected that there was lead movement. The left ventricular lead was explanted a few months later. Upon extraction, the lead was observed to have externalized conductors using fluoroscopy . The lead was replaced and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
As received, a complete lead was returned for analysis measuring 86.0 cm for the reported events of dislodgement, loss of capture, and abrasion. Visual examination found insulation cuts at 36.0 cm and 36.2 cm from the connector pin that breached the inner coil lumen, as well as breaches in the ptfe inner coil liner at 43.6 cm, 44.0 cm, 45.0 cm, 70.0 cm, 71.0 cm, and 71.4 cm from the connector pin. Internal abrasions were noted on the ring electrode cable lumen at 81.0 cm to 83.5 cm from the connector pin with a cable exposed and separated and the etfe coating intact. X-ray examination noted the externalized cable and no other anomalies. No conductor fractures or internal shorts were noted. The reported events of loss of capture and dislodgement were not confirmed, while the reported event of abrasion was confirmed.